Event description:
The contact stated the customer tested his blood glucose and received a reading of 78 mg/dl. He retested and received readings of 18 and 178 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.